Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
This review presents the rational and clinical evidence for utilizing optical coherence tomography (oct)-guided therapies for the treatment of isr for peripheral arterial disease (pad) using directional atherectomy (da)and drug coated balloon (dcb) devices. Total of 8 studies referenced in this review as per below which meet the inclusion criteria. The talon registry, a database of 601 patients treated with the silverhawk da device, reported 10% target-lesion revascularization (tlr) at 6 months, 20% tlr at 12 months, and primary patency of 80% at 12 months. The definitive le trial evaluated 799 patients treated under angiographic guidance with the silverhawk and turbohawk da systems and reported technical success (reduction in residual stenosis <(><<)>50%) of 74.9% with 12-month primary patency of 78% for all lesions and 65% in the cto cohort. Safety endpoint examination reveals 2.3% dissection and 5.3% perforation rates. In 2004, zeller et al. Reported the early and 6-month results after atherectomy of femoropopliteal lesions using the silverhawk atherectomy catheter. The 71 femoropopliteal stenosis were grouped for analysis per pathology: 30 (42%) primary stenosis, 27 (38%) native vessel restenosis, and 14 (20%) isr. Acute results following atherectomy and additional therapy were identical for the three groups (mean residual stenosis under 15%). Restenosis rates after 6 months were higher for restenotic (41%) and isr (36%) lesions as compared to native lesions (27%), although the difference was not statistically significant. In 2006 zeller et al. Evaluated the long-term results after directional atherectomy using the silverhawk device in 84 patients (131 lesions) with peripheral occlusive disease at a single center. Subjects were categorized into 3 groups by lesion type; de novo lesions (34%), native vessel restenosis (33%), and isr (33%). None of the procedural data differed significantly between groups. Primary patency, was achieved in 84%, 54%, and 54% at 12 months (p=0.002) of native, restenotic and isr lesions, respectively. The tlr rate at 12 months in native, restenotic and isr lesions was 16%, 44%, and 47%, respectively. Trentmann et al.(2010) reported the safety and efficacy results of directional atherectomy with the silverhawk device as first-line treatment for isr of the femoropopliteal artery. In this study, 35 femoropopliteal lesions (33 patients) were primarily treated with directional atherectomy. Treatment success with atherectomy alone was achieved in 86% with additional pta (43%) success increased to 97%. Adjunctive stent implantation was necessary in 11% of the cases. The rate of major complication was 18%. Target lesion patency at 3, 6 and 12 months was 86.2%, 68% and 25%, respectively. Shammas et al.(2012) reported a retrospective analysis from a single center on the safety and outcomes of silverhawk atherectomy in the treatment of isr of the femoropopliteal arteries. A total of 41 consecutive patients were followed for a mean of 331.63 days. Bailout stenting was 24.4%. Acute procedural success (<(><<)>30% angiographic residual narrowing) occurred in 100% of patients. It is reported that the freedom from tlr at 12 months with in.pact admiral dcb was reported ranging at 87% to 92.1% at 12 months, with primary patency at 12 months ranging from 80.5% and 88.7% as described in the in.pact sfa global registry which followed-up on 1406 patients treated with in.pact admiral dcb, the debate-isr study which evaluated 44 all-comers diabetic patients with femoropopliteal isr undergoing treatment with paclitaxel-eluting balloons (in.pact admiral dcb) a 3-year follow of the debate-isr study also reported on a ¿catch up phenomena¿ for the dcb group with no longer significant differences in terms of freedom from tlr between the groups: the rate of tlr at 3-year follow-up was 40% in the dcb group vs. 43% in the ba group (p=0.8). It is concluded that the introduction of real-time oct imaging combined with directional atherectomy offers superior procedural precision and optimal plaque removal when treating isr lesions.

Manufacturer narrative:
Study title: optical coherence tomography: guided therapy of in-stent restenosis for peripheral arterial disease micael k. Lichtenberg, jeffrey g. Carr, jaafer a. Golzar the journal of cardiovascular surgery (B)(6) 2017; 58(4): 518-27 doi: 10.23736/s0021-9509.17.09946-3. If information is provided in the future, a supplemental report will be issued.